Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg would not hold a charge. It was also reported the patient usually recharged her ipg every 2 - 3 days. However, the patient recently had to recharge the device several times a day. Subsequently, the patient underwent surgical where the ipg was explanted and replaced. The patient reported effective therapy postoperative.